Manufacturer narrative:
Product analysis: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor was fractured. The right ven tricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 62 cm and the right ventricular defibrillation coil was fractured at 61 cm from the connector pin. The initial reported event of high impedance, noise, and bradycardia was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of bradycardia and "the system was unable to pace." It was noted there was a lead alert for high right ventricular lead pacing impedance and noise was exhibited in the recorded non-sustained tachycardia (nst) episodes. During the lead replacement procedure, the lead was connected to the analyzer and again the lead impedance was high and pacing was not possible, even at high outputs. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.